Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The complaint of a sheared and broken guidewire is confirmed and will be considered user related. The product implicated and returned for evaluation is one powerglide, 20 gauge 8 cm midline catheter. The components to the power glide delivery system that were returned for evaluation include the guidewire, introducer needle and the damaged 8 cm catheter. The white guidewire plastic slider has detached and was returned loose. The severed guidewire was returned in two sections. The damaged catheter was also returned loose. Gross examinations of the complaint sample revealed multiple damaged sites, one to the catheter and the other to the guidewire. The white guidewire slider was returned detached from the complaint sample. It appears the slider was not fully extended and locked into place during the placement procedure. Magnified views of the distal end of the catheter shows an irregular edge with a broken rough veneer that traverses over approximately one-third of the circumference of the catheter. The remainder of the circumference has a rounded edge with a glossy, smooth veneer. During the placement procedure the introducer needle may have initially perforated the catheter or during recannulation partially cut into the tubing wall. It should be noted that reinsertion or manipulation of the needle during the placement procedure has the potential to cause damage to the catheter. Dimensionally comparing the complaint sample with a non-complaint sample reveals a 1.5 inch section of tubing is missing from the complaint sample. The complaint incident reported by the complainant collaborates with the findings found on the complaint sample. At the time of this investigation the whereabouts of this section of tubing is unknown. Gross visual and microscopic examinations shows no evidence of a defect or deformity related to the manufacturing process. The device was returned to bas with the clear safety can deployed and locked over the introducer needle tip. The safety can was partially detached so as to view the needle bevel. Microscopic examination showed metal abrasions at the needle bevel. This is a good indication the wire snagged on the bevel of the needle that initiated the severance of the solid portion of the needle. This type of damage occurs when the guidewire is retracted or manipulated through the introducer needle and snags on the bevel. The "floppy portion" of the guidewire is unremarkable. It should be noted that reinsertion or manipulation of the needle during the placement procedure has the potential to cause damage to the catheter, guidewire or both.

Event description:
(B)(6) 2015 - upon insertion attempt catheter tip reportedly sheared off in vessel, patient sent to emergency room for evaluation, reportedly unable to locate piece with radiology.